Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior (a female patient; weight is unknown). According to the complainant, during the procedure, the hydrophilic tip of the guidewire was stripped away from the base wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory/good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.